Event description:
Consumer reported cannula of one of her insulin syringes broke off in her stomach. Consumer did see md who cleaned the site with alcohol.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.